Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. There was a relationship found between the subject device and the reported incident. The customer provided image confirms a solid blue screen. The customer provided video confirms a solid pink screen followed by no image/switched to color bars. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a damaged edge card or failed image board. No containment or corrective actions are recommended at this time.

Event description:
It was reported that after connecting the camera head to 560p ccu during set up, it would not show the picture on the screen and there would be just color bars. The malfunction was solved with a delay shorter than 30 minutes using a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.